Event description:
It was reported that the blade broke at the mount during a procedure. It was further reported that all pieces of the blade were accounted for. There were no adverse consequences or surgical delay as a result of this event.

Manufacturer narrative:
The cutting accessory originally reported under this MDR report was returned for evaluation and the failure is confirmed. Upon evaluation of the originally listed concomitant device ((B)(4) lot 0812302123) it was found that the link fins on the saw were cracked, which can lead to the reported event. This cutting accessory ((B)(4) lot unknown) is now listed as concomitant device in section d.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.

Event description:
It was reported that the blade broke at the mount during a procedure. It was further reported that all pieces of the blade were accounted for. There were no adverse consequences or surgical delay as a result of this event.